Event description:
During a ptca treatment procedure involving a 95% stenotic and calcified lesion in an unspecified coronary artery, the maverick otw balloon ruptured at 12 atm's on the initial inflation. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unknown. The maverick otw balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.

Event description:
It was further reported that the lesion being treated in this procedure was located in the left circumflex artery. A radial approach was used to access the vessel. The maverick otw ptca catheter was removed after rupture and replaced with an unspecified device. The pt was asymptomatic during this event. The guide catheter used in this case was a 6f camino al2.